Event description:
It was reported by the customer that the device would not deliver energy at 5 joules and below. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control advised the customer that the issue could be due to either the quik-combo cable or the hard paddles. It was later confirmed by the customer that the problem was with the quik-combo cable. Physio-control then provided the part number for a replacement. The removed cable will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.